Manufacturer narrative:
A supplemental report is being submitted for additional information received. Additional products: d1: outflow graft d4: expiration date: 20-mar-2019 / lot#: 355980-7618 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device patient was monitored, and it was determined their values signs were below normal. Log files data revealed the vad exhibited several low flow alarms. Blood tests/lab values, an echocardiogram (echo) including a 2d echo and a computed tomography (CT) scan were performed, and an occlusion was identified in the outflow graft (ofg) next to the proximal aorta, described as thrombus/pump/device thrombosis/ embolism. Anticoagulant therapy was used, and tissue plasminogen activator (tpa) therapy was attempted prior to the approach. The occlusion was cleared via a trans-femoral procedure and one stent was placed; during the procedure, the pump was turned off three times for 60 seconds. The patient¿s device values returned to normal, and the ofg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: 1125 / catalog#: 1125. D9: no h3: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot no. 355980-7618) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a decrease in power consumption and estimated flows within the analyzed period, leading to parameters below normal operating range, and twelve (12) low flow alarms logged since (B)(6) 2026. Of note, information provided by the site indicated that anticoagulant therapy was used, tissue plasminogen activator (tpa) therapy was attempted, and one stent was placed. As a result, the reported low flow event was confirmed; however, the reported outflow graft occlusion could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational sp eed. Per the instructions for use, thrombus is a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.